Event description:
It was reported that the device was returned for repair. It was confirmed that the device was bent by the surgeon; there was no patient impact. There was a ¿coagulation issue¿. Analysis found that the insulation was damaged.

Manufacturer narrative:
(B)(4): product evaluation: analysis for cev225 found that the hook was returned bent. It was voluntarily bent by the customer to avoid its use. The electrical insulation is damaged on the hook and on the distal part of the sheath. This instrument was sent for a standard repair. This hook probably does not work properly because of the damages on the electrical insulation on the active part. This damaging is probably due to some shocks on the insulation during the use or the reprocessing of the instrument. Analysis for (B)(4) (quantity 2) found that the two returned sleeves are broken next to the stopcock. Only one of the two stopcocks was returned. However, this part of the instrument is located on the external face of the sleeve; the risk of fragment in the patient is very low. The customer probably used excessive force in rotation on the stopcock. These stopcocks cannot rotate and should not be unscrewed.